Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that they are not "feeling well" and believe that it is because of their (right ventricular) lead which is "on a recall." The lead remains in use. No patient complications have been reported as a result of this event.